Event description:
Caller reported a malfunction on pump following a full body screening at airport without removing insulin pump. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer used an alternate form of insulin therapy and was sent a replacement pump by tandem technical support.